Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement (tvr) procedure in the aortic position. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., tetralogy of the fallot), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic pulmonary stenosis or regurgitation. In this case, the cause of the malposition is unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edward¿s clinical specialist, two 23mm sapien xt were placed in the patient's pulmonic valve due to the first valve was close to the rvot. Gradient dropped to 25 (satisfied with result). The case went well. No malfunctions of the edwards devices. No patient injuries. Patient is currently stable.

Manufacturer narrative:
As reported by an edward¿s clinical specialist, two 23mm sapien xt were placed in the patient's pulmonic valve due to the first valve was close to the rvot. Gradient dropped to 25 (satisfied with result). The case went well. No malfunctions of the edwards devices. No patient injuries. Patient is currently stable. The patient is a (B)(6) male that has a history of status post tetralogy of the lobe repair. The devices were no returned for evaluation. Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter valve replacement (tvr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for malposition (i.e., tetralogy of the fallot), bav may provide indication of potential balloon movement during valve deployment. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic pulmonary stenosis or regurgitation. In this case, there was no indication or allegation of a device malfunction contributing to the event. The cause of the malposition is unknown, however may be due to the factors described above.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.